Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. Customer ran self test and error was found. Customer unable to enter auto mode. Customer reported that the insulin pump turn on first time an error was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.